Event description:
It was reported that the customer had a low blood glucose level of 43 mg/dl. Customer woke up to use the bathroom and felt funny. Customer checked their blood glucose level and it was low. Customer took 4 sugar tablets and drank two 8 oz glasses of orange juice. Customer went back to sleep. Customer usually has a blood glucose level between 190-250 mg/dl and does not take a correction bolus for it. Customer had a low of 46 mg/dl at 12:26 am and treated with food. Customer had been experiencing low blood glucose levels that only occur at night. Customer's blood glucose level was 264 mg/dl at the time of the call. Pump passed the displacement test. Customer has been taking metformin for diabetes about twice a day. Customer stated that the reservoir was not manipulated while connected. Customer was advised to monitor the issue and speak to their health care professional about their low blood glucose levels. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.